Event description:
During bedside cardioversion, after first shock, rn and md saw electric spark on the base of the pads by the wire entrance and smelled something burning. Defibrillator pads switched. No harm to pt.